Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-03033 pertains to the other device. It was reported to boston scientific corporation that a capio slim device was used during a pelvic floor repair procedure performed on (B)(6), 2015. According to the complainant, during preparation, the capio slim device was tested and the carrier of the device would not retract. Another capio slim was opened and the same problem was reported. The procedure was completed with a mya hook and there were no patient complications reported as a result of this event.